Event description:
It was reported that there was high impedance, high threshold, elevated short interval counts (sic) and possible fracture on the right ventricular (rv) lead. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). 8092 of 58972 lifetime v-sic are recorded beginning (B)(6) 2014. Max ventricular pace impedance is greater than 1500 ohm throughout the record. There is one ventricular fibrillation (vf) and one non-sustained tachycardia (nst) event of less than 220 ms v-v cycle recorded on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.